Manufacturer narrative:
Sections with additional information as of 06-mar-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 150 mg/dl fasting and 146 mg/dl unknown if fasting or non-fasting. The customer¿s expected fasting blood glucose test result range is 70 - 120 mg/dl. Customer was not using the proper testing technique stating she might have pressed the test strip against her finger when testing, she might have left the test strip in the sample too long and also taken the test strip away from the sample before the beep. At the time of the call the customer reported symptoms of dizziness and frequent urination. Customer also stated that she is taking water pills. Medical attention was not needed at time of call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/23/2020. Customer stated that she might have left the vial of test strips open. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).